Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 45-year-old female patient who had essure (ess205) (batch no. 12264291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one of the essure was slightly curved". The patient's medical history included anemia in 2007, multigravida, parity 5 (date of births ( (B)(6) 1988, (B)(6) 1991, (B)(6) 1992, (B)(6) 2001, (B)(6) 2005)), cyst rupture, cholecystectomy, pap smear abnormal, varicose veins, chickenpox, cholecystectomy, sclerotherapy, hot flushes, irritability, morning sickness, weight loss, fatigue, diarrhea, constipation and ovarian cyst. Previously administered products included for an unreported indication: yasmin and yaz. Concurrent conditions included seasonal allergy, chest wall mass, lipoma, hematuria, neck pain, automobile accident, musculoskeletal pain, painful l arm, back pain, dizziness, drowsiness, cervical vertebra injury, muscle spasms, wrist pain, paraesthesia, acromioclavicular (joint) (ligament) sprain, thoracic pain, pain in elbow, tingling, numbness, throbbing pain, venous insufficiency, pain in limb, pain in knee, abdominal pain and mood change. Family history included cancer (father, paternal grandfather), hypertension, mole of skin (mom's sister), asthma, depression, dyslipidemia, varicose veins of lower extremities and pain of lower extremities. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("neurological conditions or problem: depression"). In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), dysmenorrhoea ("severe menstrual pain / pain menstrual"), abdominal pain ("severe abdominal pain / pain abdominal"), fatigue ("symptoms of fatigue / fatigue") with asthenia, menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), mood swings ("hormonal changes - mood swing") and vulvovaginal pain ("other injury (ies) or complication( s): vaginal pain/discomfort"). In 2005, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"), migraine ("severe migraines, without history before essure / migraines") and headache ("migraines / headaches"). In (B)(6) 2005, the patient experienced nausea ("chronic nausea / nausea"). In (B)(6) 2006, the patient was found to have weight decreased ("weight gain / loss (specify which one) loss"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced vision blurred ("vision/eye problems - blurry vision"). In (B)(6) 2016, the patient experienced rash ("rashes or skin conditions - rashes on body and itching skin"). In 2016, the patient experienced breast tenderness ("other injury (ies) or complication( s) breast tenderness") and abdominal distension ("other injury (ies) or complication( s): bloat/bloated stomach"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"), 12 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), pruritus ("itching skin"), abdominal discomfort ("abdominal discomfort"), chest pain ("chest pain"), palpitations ("palpitations"), back pain ("backpains.") And angina pectoris ("heart pain"). The patient was treated with acetylsalicylic acid (aspirin), svt ablation and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight fluctuation, headache, weight decreased, alopecia, vision blurred, pruritus, abdominal discomfort, chest pain, palpitations, back pain and angina pectoris outcome was unknown, the vaginal haemorrhage, dysmenorrhoea, abdominal pain, fatigue, nausea, migraine, menorrhagia, mood swings, depression, abdominal distension and vulvovaginal pain was resolving, the dyspareunia had not resolved and the breast tenderness, rash and allergy to metals had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, angina pectoris, back pain, breast tenderness, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic pain, pruritus, rash, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight decreased and weight fluctuation to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes, 2018. Reason(s) for removal: (B)(6) 2018: diagnosed with allergy to nickel: also to resolve pain and other injuries,removal of essure highly recommended. Current weight 164lbs. Discrepancy on date of insertion (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. On an unspecified date, venous doppler shows venous insufficiency of popliteal vein. Concerning the injuries reported in this case, the following were reported via social media: chest pain and palpitations. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Event added- back pain. Previously reported cardiac disorder was replaced with new event- heart pain. Severity of pain were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 45-year-old female patient who had essure (ess205) (batch no. 12264291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one of the essure was slightly curved". The patient's medical history included anemia in 2007, multigravida, parity 5 (date of births (B)(6) 1988, (B)(6) 1991, (B)(6) 1992, (B)(6) 2001, (B)(6)2005, cyst rupture, cholecystectomy, pap smear abnormal, varicose veins, chickenpox, cholecystectomy and sclerotherapy. Previously administered products included for an unreported indication: yasmin and yaz. Concurrent conditions included seasonal allergy, chest wall mass, lipoma, hematuria, neck pain, automobile accident, musculoskeletal pain, painful l arm, back pain, dizziness, drowsiness, cervical vertebra injury, muscle spasms, wrist pain, paraesthesia, acromioclavicular (joint) (ligament) sprain, thoracic pain, pain in elbow, tingling, numbness, throbbing pain, venous insufficiency, pain in limb and pain in knee. Family history included cancer (father, paternal grandfather), hypertension, mole of skin (mom's sister), asthma, depression, dyslipidemia, varicose veins of lower extremities and pain of lower extremities. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) of 2005, the patient experienced depression ("neurological conditions or problem: depression"). In (B)(6) of 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia), dysmenorrhoea ("severe menstrual pain / pain menstrual"), abdominal pain ("severe abdominal pain / pain abdominal"), fatigue ("symptoms of fatigue / fatigue") with asthenia, menorrhagia ("abnormal bleeding (vaginal menorrhagia), mood swings ("hormonal changes - mood swing") and vulvovaginal pain ("other injury (ies) or complication( s): vaginal pain/discomfort"). In 2005, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"), migraine ("severe migraines, without history before essure / migraines") and headache ("migraines / headaches"). In (B)(6) of 2005, the patient experienced nausea ("chronic nausea / nausea"). In (B)(6) of 2006, the patient was found to have weight decreased ("weight gain / loss (specify which one) loss"). In (B)(6) of 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced visual impairment ("vision/eye problems - vision"). In (B)(6) of 2016, the patient experienced rash ("rashes or skin conditions - rashes on body and itching skin"). In 2016, the patient experienced breast tenderness ("other injury (ies) or complication( s) breast tenderness"), cardiac disorder ("blood or heart disorder/condition - type; heart") and abdominal distension ("other injury (ies) or complication( s): bloat/bloated stomach"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"), 12 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), pruritus ("itching skin") and abdominal discomfort ("abdominal discomfort"). The patient was treated with acetylsalicylic acid (aspirin), svt ablation and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight fluctuation, headache, weight decreased, cardiac disorder, alopecia, visual impairment, pruritus and abdominal discomfort outcome was unknown, the vaginal haemorrhage, dysmenorrhoea, abdominal pain, fatigue, nausea, migraine, menorrhagia, mood swings, depression, abdominal distension and vulvovaginal pain was resolving, the dyspareunia had not resolved and the breast tenderness, rash and allergy to metals had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, breast tenderness, cardiac disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, rash, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes, 2018. Reason(s) for removal: (B)(6) 2018: diagnosed with allergy to nickel: also to resolve pain and other injuries,removal of essure highly recommended. Current weight 164lbs. Discrepancy on date of insertion (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. On an unspecified date, venous doppler shows venous insufficiency of popliteal vein. Lot number:12264291 manufacturing date:(B)(6) of 2004; expiration date: (B)(6) of 2006. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 45-year-old female patient who had essure (ess205) (batch no. 12264291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one of the essure was slightly curved". The patient's medical history included anemia in 2007, multigravida, parity 5 (date of births ((B)(6) 1988, (B)(6) 1991, (B)(6) 1992, (B)(6) 2001, (B)(6) 2005)), cyst rupture, cholecystectomy, pap smear abnormal, varicose veins, chickenpox, cholecystectomy, sclerotherapy, hot flushes, irritability, morning sickness, weight loss, fatigue, diarrhea, constipation and ovarian cyst. Previously administered products included for an unreported indication: yasmin and yaz. Concurrent conditions included seasonal allergy, chest wall mass, lipoma, hematuria, neck pain, automobile accident, musculoskeletal pain, painful l arm, back pain, dizziness, drowsiness, cervical vertebra injury, muscle spasms, wrist pain, paraesthesia, acromioclavicular (joint) (ligament) sprain, thoracic pain, pain in elbow, tingling, numbness, throbbing pain, venous insufficiency, pain in limb, pain in knee, abdominal pain and mood change. Family history included cancer (father, paternal grandfather), hypertension, mole of skin (mom's sister), asthma, depression, dyslipidemia, varicose veins of lower extremities and pain of lower extremities. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("neurological conditions or problem: depression"). In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), dysmenorrhoea ("severe menstrual pain / pain menstrual"), abdominal pain ("severe abdominal pain / pain abdominal"), fatigue ("symptoms of fatigue / fatigue") with asthenia, menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), mood swings ("hormonal changes - mood swing") and vulvovaginal pain ("other injury(ies) or complication( s): vaginal pain/discomfort"). In 2005, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"), migraine ("severe migraines, without history before essure / migraines") and headache ("migraines / headaches"). In (B)(6) 2005, the patient experienced nausea ("chronic nausea / nausea"). In (B)(6) 2006, the patient was found to have weight decreased ("weight gain / loss (specify which one) loss"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced vision blurred ("vision/eye problems - blurry vision"). In june 2016, the patient experienced rash ("rashes or skin conditions - rashes on body and itching skin"). In 2016, the patient experienced breast tenderness ("other injury (ies) or complication( s) breast tenderness"), cardiac disorder ("blood or heart disorder/condition - type; heart") and abdominal distension ("other injury (ies) or complication( s): bloat/bloated stomach"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"), 12 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), pruritus ("itching skin"), abdominal discomfort ("abdominal discomfort"), chest pain ("chest pain") and palpitations ("palpitations"). The patient was treated with acetylsalicylic acid (aspirin), svt ablation and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight fluctuation, headache, weight decreased, cardiac disorder, alopecia, vision blurred, pruritus, abdominal discomfort, chest pain and palpitations outcome was unknown, the vaginal haemorrhage, dysmenorrhoea, abdominal pain, fatigue, nausea, migraine, menorrhagia, mood swings, depression, abdominal distension and vulvovaginal pain was resolving, the dyspareunia had not resolved and the breast tenderness, rash and allergy to metals had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, breast tenderness, cardiac disorder, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic pain, pruritus, rash, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes, 2018. Reason(s) for removal: (B)(6) 2018: diagnosed with allergy to nickel: also to resolve pain and other injuries,removal of essure highly recommended. Current weight 164lbs. Discrepancy on date of insertion (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. On an unspecified date, venous doppler shows venous insufficiency of popliteal vein. Lot number:12264291, manufacturing date:2004/07, expiration date:2006/06. Concerning the injuries reported in this case, the following were reported via social media: chest pain and palpitations. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received. Event visual impairment changed to vision blurred, event chest pain and palpitations were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (ess205) (batch no. 12264291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one of the essure was slightly curved". The patient's medical history included anemia in 2007, multigravida, parity 5 (date of births ((B)(6) 1988, (B)(6) 1991, (B)(6) 1992, (B)(6) 2001, (B)(6) 2005)), cyst rupture, cholecystectomy, pap smear abnormal, varicose veins, chickenpox, cholecystectomy and sclerotherapy. Previously administered products included for an unreported indication: yasmin and yaz. Concurrent conditions included seasonal allergy, chest wall mass, lipoma, hematuria, neck pain, automobile accident, musculoskeletal pain, painful l arm, back pain, dizziness, drowsiness, cervical vertebra injury, muscle spasms, wrist pain, paraesthesia, acromioclavicular (joint) (ligament) sprain, thoracic pain, pain in elbow, tingling, numbness, throbbing pain, venous insufficiency, pain in limb and pain in knee. Family history included cancer (father, paternal grandfather), hypertension, mole of skin (mom's sister), asthma, depression, dyslipidemia, varicose veins of lower extremities and pain of lower extremities. On (B)(6) 2005, the patient had essure (ess205) inserted. In march 2005, the patient experienced depression ("neurological conditions or problem: depression"). In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), dysmenorrhoea ("severe menstrual pain / pain menstrual"), abdominal pain ("severe abdominal pain / pain abdominal"), fatigue ("symptoms of fatigue / fatigue") with asthenia, menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), mood swings ("hormonal changes - mood swing") and vulvovaginal pain ("other injury (ies) or complication( s): vaginal pain/discomfort"). In 2005, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"), migraine ("severe migraines, without history before essure / migraines") and headache ("migraines / headaches"). In (B)(6) 2005, the patient experienced nausea ("chronic nausea / nausea"). In (B)(6) 2006, the patient was found to have weight decreased ("weight gain / loss (specify which one) loss"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced visual impairment ("vision/eye problems - vision"). In (B)(6) 2016, the patient experienced rash ("rashes or skin conditions - rashes on body and itching skin"). In 2016, the patient experienced breast tenderness ("other injury (ies) or complication( s) breast tenderness"), cardiac disorder ("blood or heart disorder/condition - type; heart") and abdominal distension ("other injury (ies) or complication( s): bloat/bloated stomach"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"), 12 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), pruritus ("itching skin") and abdominal discomfort ("abdominal discomfort"). The patient was treated with acetylsalicylic acid (aspirin) and svt ablation. Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, weight fluctuation, headache, weight decreased, cardiac disorder, alopecia, visual impairment, pruritus and abdominal discomfort outcome was unknown, the vaginal haemorrhage, dysmenorrhoea, abdominal pain, fatigue, nausea, migraine, menorrhagia, mood swings, depression, abdominal distension and vulvovaginal pain was resolving, the dyspareunia had not resolved and the breast tenderness, rash and allergy to metals had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, breast tenderness, cardiac disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, rash, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes, 2018. Reason(s) for removal: (B)(6) 2018: diagnosed with allergy to nickel: also to resolve pain and other injuries,removal of essure highly recommended. Current weight (B)(6) lbs. Discrepancy on date of insertion (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. On an unspecified date, venous doppler shows venous insufficiency of popliteal vein. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received. Lot number added. Event outcome updated. Case became incident on (B)(6) 2019: wrong source document attached. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.